Manufacturer narrative:
Manufacturer's ref # (B)(4) correction: in the 3500a initial medwatch report, it was reported that this event was MDR reportable for ¿introducer stuck within the sheath¿ and not MDR reportable for an ¿obstructed sheath¿ issue. During an internal review of this event on 13-dec-2021, it was noticed that this event should have been assessed only as a ¿resistance with sheath¿ issue. The issue of ¿resistance with sheath¿ is not considered to be an MDR reportable issue since interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. This event will no longer be considered to be MDR reportable. The h6. Medical device problem code was updated from obstruction of flow (a1409) and failure to advance (a150204) to ¿device-device incompatibility (a1702).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: MFR # 2029046-2021-02158 for product code d138502 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium) MFR # 2029046-2021-02159 for product code d138502 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with two (2) carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and there was an issue of sheath obstruction and stuck dilators. It was reported that when trying to insert the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium #1, the dilator would not advance at all. Carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium # 1 was replaced with the same lot number, and the same issue persisted. As such, carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium # 2 was replaced with a non-bwi agilis sheath, and the issue resolved. The procedure continued. There was no patient consequence. Additional information was received indicating the resistance occurred when they were trying to put the dilator into the sheath. There was no physical damage to the sheath/dilator. There was no occlusion when irrigating the sheath. The sheath was described as partially blocked. The dilator was not able to be moved through the sheath and then became stuck when trying to advance in the sheath. They were able to remove the dilator from sheath by aggressively pulling with more force. The customer¿s reported obstructed sheath issues are not MDR reportable as the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The issue of the dilator getting stuck in the sheath has been assessed as an MDR reportable malfunction.